Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was manufactured from february 13-14, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected infusion time was 48 hours; however, after the expected infusion time was completed, it was observed that 180ml of solution remained and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.